Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the battery gauge depleted form 70% to 5% within minutes. The customer¿s blood glucose (bg) was 50 (mg/dl). The customer reported the low bg was due to a recent setting change and needing to get adjusted to the pump. Juice and fruit snacks were consumed to address bg. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issues were verified and a different issue was identified.